Event description:
Event description guidant received information that there is a high impedance of greater than 2000 ohms on the endotak pace sense lead. Also there is low impedance on the atrial lead. Both leads have been removed.